Manufacturer narrative:
Other text: b5: additional information received on 18-oct-2022 via email and attached to complaint object: updated the event details, none reported for medical intervention, nursing clinic has put aside the lot as they are suspecting an issue with the lot. They are using a different lot with no reports of issues (at this time). Patient information not known. H6: event problem and evaluation codes: updated. H10: no product was returned for investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. UDI number and are unknown. No information has been provided to date.

Event description:
It was reported that a nursing clinic was noting that the product was leaking at the filter. There was no patient injury.

Manufacturer narrative:
H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Two samples were received for evaluation. Visual and functional testing was performed. Visual inspection found the sample don't present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported. Functional testing found no leakage was found in the samples. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).